Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. The 3.5x15mm trek balloon dilatation catheter (bdc) was used in the procedure; however, during use blood was seen in the balloon. The bdc was removed from the patient and air was noted coming from a hole in the shaft of the bdc. The patient went into ventricular fibrillation arrest due to an air embolization. The patient was treated with two defibrillation shocks to restore circulation. No additional information was provided.